Event description:
It was reported that the autoclavable camera head's screen became noised. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leakage, image distortion and not good cable caused the inability to perform white balance. Based on the results of the investigation, a definitive root cause could not be identified. Additionally it was identified that not good cable caused the inability to perform white balance. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.